Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via social media that their son experienced high blood glucose of 1200 mg/dl. They also stated that all of the insulin had leaked leading to high blood glucose values. The product will not return for analysis.